Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During evaluation, it was observed that the snap was unscrewed and there was leakage in air intake. It was noted that the device failed pre-tests: check for air leak. The reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure before use on patient, it was discovered that the compact air drive device would not hold onto the accessory anymore. There were no delays to the planned surgical procedure. A spare device was used to complete the successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device evaluation: it was inadvertently missed that the coupling tool side did not function on the device in addition to the investigation already included in the initial report.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.